Event description:
Same case as MFR# 2134265-2008-00954. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent catheter became frozen on the guide wire. The 90% stenosed target lesion was located in the tortuous circumflex (cx). The lesion was predilated with an unspecified device. Then, the 3.00x16mm taxus express2 drug eluting stent (des) delivery system froze on the choice 300 es guide wire post stent deployment. The guide wire and stent catheter were pulled out of the patient as a unit and the devices were successfully removed. No patient complications were reported with the patient's current condition listed as "ok".